Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use that the cardiosave intra-aortic balloon pump (iabp) had a high temperature alarm. The device was immediately replaced with another device. There was no patient harm reported.

Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the equipment status was tested on site. It was found that the negative pressure value deviation was out of range. After calibration of positive and negative pressure, the calibration was completed and the functional test was carried out according to the requirements specified by the factory. The test met the requirements specified by the factory and was delivered for use.